Event description:
It was reported that during procedure, the fiber broke inside the scope channel, and it got dark at the tip, the fiber was still used, and it make popping sound, and the energy deteriorated. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber broke inside the scope channel, and it got dark at the tip, the fiber was still used, and it make popping sound, and the energy deteriorated. The procedure was completed using another fiber. There were no patient complications reported.